Manufacturer narrative:
The reported guide wire was returned for analysis with the oad utilized during the procedure. When tested, the oad functioned as intended with no anomalies noted. The guide wire spring tip was found to be in contact with the driveshaft tip bushing. The spring tip proximal solder bond was damaged, adhered biological material was found on the spring tip coils, and a guide wire core fracture was observed. Scanning electron microscopy was performed and found evidence of fatigue striations and particles of radiopaque material, indicating that the oad tip bushing came into contact with the guide wire spring tip during the procedure. The instructions for use for the oad state "never advance the rotating crown to the point of contact with the guide wire spring tip. Distal detachment and embolization of the tip may result." At the conclusion of the device analysis investigation, the report that the oad would not turn on was unable to be confirmed. The material inspection report for the reported guide wire was unable to be reviewed, as the lot number was not provided. (B)(4).

Event description:
During a peripheral atherectomy procedure using a csi orbital atherectomy device (oad), the device would not turn on. The oad was replaced to complete the procedure and there were no patient complications reported. During analysis of the reported device, the guide wire utilized during the event was found to be fractured. Additional information regarding the nature of this event was requested, but was not received.